Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In the initial procedure, the physician implanted a taxus express2 2.5x20mm drug eluting stent to the 90% stenosed lesion in the nontortuous, noncalcified, proximal marginal branch. The patient took ass without break and clopidrogrel for 9 months post procedure. At 6 months post procedure, patient had a clean angiography. Approximately 21 months after the initial procedure, the patient presented with severe chest pain at rest and elevated enzymes. A thrombosis in the previously implanted stent was diagnosed via angiography. The thrombosis was treated by placing a bare metal stent, unknown type and size, within the thrombosed stent and gp2b3a antagonists were given. This intervention was successful. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. The cause of the difficulties experienced during the procedure could not be determined.